Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort at the implantable pulse generator (ipg) site. The patient underwent implantable pulse generator (ipg) repositioning procedure. Nothing was explanted or nothing new was implanted.